Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 76cm distal of the strain relief. There was no distal portion of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified middle left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during preparation, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified middle left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during preparation, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.